Event description:
It was reported by the customer that discrepant results bd veritor plus analyzerrepeat testing was performed. No patient impact was reported the following information was provided by the initial reporter: customer was advised first not to use vr to determine tests results. Also she was advised to repeat the test for the 3rd time to have a final reading and confirm the discrepant result was not due to human error. She was also sent a fp questionnaire to fill out. Customer wants to receive guidance on results interpretation after she obtained 2 different results by visual read and analyzer.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that discrepant results bd veritor plus analyzer repeat testing was performed. No patient impact was reported the following information was provided by the initial reporter: customer was advised first not to use vr to determine tests results. Also she was advised to repeat the test for the 3rd time to have a final reading and confirm the discrepant result was not due to human error. She was also sent a fp questionnaire to fill out. Customer wants to receive guidance on results interpretation after she obtained 2 different results by visual read and analyzer.

Manufacturer narrative:
The MDR is being canceled due to change in reportability. This is a cap survey which is a proficiency sample. Not reportable.